Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for safety shield separation with the incident lot was not observed. Each sample was hand activated to evaluate the function of the safety shield. The safety shield was rotated backwards with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Conclusions: bd has initiated further investigation relating to this issue through CAPA 91567 and potential causes from the manufacturing process have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
A sample was not returned for evaluation. The customer's reported defect has previously been confirmed and therefore a DHR review is not required. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. (B)(4).

Event description:
It was reported that during use with a 22 g x 1.25 in bd eclipse blood collection needle with luer adapter the safety shield falls off. There was no report of injury or medical intervention.